Event description:
The manufacturer received information alleging patient states that she has been wheezing. Patient also states that the filters that she has been using are black by the end of the day related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging patient states that she has been wheezing. Patient also states that the filters that she has been using are black by the end of the day related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of a brown contaminant on the front of the device, an unknown dust contaminant on the side panel, iso port and ui knob, dust contamination present on the top of the pca, dust contaminant on the bottom enclosure. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of unknown contaminant, mineral deposits on it, and evidence of liquid ingress to the top of the water tank, a brown contaminant, a hair-like particle on as well as evidence of liquid ingress, contaminant of mineral deposits, and a dark contaminant consistent with bacteria on the flip lid seal, dust contaminant, particle contaminant, and evidence of liquid ingress on the top enclosure. The manufacturer also found contaminant consistent with mineral deposits on dry box, dry box seal, and inlet seal, dust contaminant on the dry box. A contaminant, and a contaminant consistent with mineral deposits on the bottom of the enclosure, a hair-like particle on the connector, dust contaminant on the heater plate, consistent with mineral deposits from liquid ingress, and evidence of liquid ingress on the plate spring. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes there was evidence of multiple of dirt, hair-like particle and contaminant from the device as well as on the humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3 and h6 has been updated in this report.